Event description:
Red error code display on generator in the middle of a case.

Manufacturer narrative:
(B)(4): facility disposed of device. Device is not available for return and inspection. Eval result: facility disposed of device. Device is not available for return and inspection. (B)(4).